Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Surgeon was revising an old construct and noticed that the screw had fractured at the neck/poly head junction. This was undiagnosed on CT imaging. All screws were planned on being removed and replaced regardless. Screw was removed and replaced without incident.